Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. The root cause of the electrical failure ¿ design.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not turning on. There was no patient harm. It was reported that the issue was noted before patient use.

Manufacturer narrative:
The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not turning on. There was no patient harm. It was reported that the issue was noted before patient use